Event description:
It was reported that the customer was in the hospital due to diabetic ketoacidosis. It was also stated customer has received no delivery alarms. Blood glucose at the time of the admission was 455 mg/dl; current level 350 mg/dl. It was stated that the customer had high ketones, high potassium levels and may have had a heart attack. Customer was in the intensive care unit. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Customer was able to rewind and perform manual prime. Time, date and basal rates are set up correctly. Insulin pump passed the high pressure test. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.